Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger. Product ID 97715, serial# (B)(6), implanted: (B)(6) 2018: product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they were trying to charge both of their implants, they were getting an error message system problem rm03 and it won't charge the left side of their implant. Patient stated that the recharger cord was fraying on the middle of the cord; it was damaged and that it also gets warm when they go to charge. Patient mentioned that they only one 1 recharger when they charge even though they have 2 implants. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: 97755, sn (B)(6) was returned for product analysis. Analysis found "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.